Manufacturer narrative:
(B)(4).

Event description:
Both ra and rv leads were removed due to crush. The physician explanted these leads and tried implanting two new leads but because of patient anatomy, the physician ended up going through the neck with two longer leads. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 28.5 cm distal to the is-1 connector pin confirming the complaint description. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The cuts in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.